Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted on (B)(6) 2019; 459888 lead, implanted: (B)(6) 2019, cmrm6133 envelope, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an absorbable antibacterial envelope was used to implant a cardiac resynchronization therapy defibrillator (crt-d) and the patient developed an infection. The crt-d system was explanted and then replaced eight days later. No further patient complications have been reported as a result of this event.